Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported during the procedure, they added some tension to the graft to de-air, however, the air was conversely pulled into the graft. No adverse effect on the patient was reported.

Manufacturer narrative:
(B)(4). Corrected: 510(k)# corrected from "k153523" to "k131778". (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to factory for investigation. Three pieces of fusion were returned. The device was used as a connector to the extra-corporeal circulation. The two small pieces returned had zip locks around them indicating that these two pieces were used as connector ends for extra-corporeal circulation. Both these pieces were covered with blood and were connected to plastic connectors. The third fusion piece returned had specs of blood on it. Based on the return condition of the device and the usage method of the device, it can be concluded that the device was used off label. The reported complaint is not confirmed. There are no non-conformities with the graft. The off label usage of the device resulted in pulling of air into the graft. The device history record (DHR) was reviewed. The records show the device lot conformed to all applicable specifications and requirements. There were no non conformances observed.

Event description:
The hospital reported during the procedure, they added some tension to the graft to de-air, however, the air was conversely pulled into the graft. No adverse effect on the patient was reported.